Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an increase in capture threshold was observed. The patient left the hospital in stable condition with the device working properly.